Event description:
It was reported the device has no air flow. No patient injury was reported.

Manufacturer narrative:
Device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of the device: unknown.

Manufacturer narrative:
D10, h3, and h6 - health impact and evaluation codes: updated device evaluation: one device was returned for investigation. The tamper seal was broken. Visual inspection noted: the device had a bent front panel at the top left, all small knobs were cracked, and the battery cover is cracked. Internal rattling was heard. Functional testing confirmed the complaint. There was no pressure when the patient circuit was occluded for any setting. The root cause was attributed to the disassembled variable relief valve found during the internal inspection. The spring cup was located outside the valve assembly causing an internal rattle. No previous service history was found. Due to age of the device, impact damage sustained, and tampering, a manufacturing device history report (DHR) review was deemed irrelevant. The variable relief valve, cracked front panel, battery cover. MRI battery were replaced. Sintered filter and o rings installed. Device passed functional testing after completed repairs., corrected data: h6 - health effects - clinical signs and symptoms or conditions